Event description:
It was reported the customer was having a serter anomaly. Customer's mother stated the needle would stay inside and she was concerned the issue would repeat it self. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.